Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Due to lack of information, follow-up for performance information cannot be conducted at this time. No patient complications have been reported as a result of this event.